Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected battery failed alarm occurred during testing. The insulin pump passed the displacement, the rewind, the basic occlusion, the occlusion, the prime, and the excessive no delivery test. There was no excessive no delivery alarm found. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer's family called in to report a failed battery test alarm after changing the battery. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.